Manufacturer narrative:
(B)(4). Information related to event updated in narrative summary in this report.

Event description:
It was reported that customer left the insulin supplies in the trunk of the car (customer did not leave the pump in the trunk of the car).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was over 400 mg/dl. Troubleshooting was performed. Customer treated their high blood glucose via hospitalization. Customer advised the insulin pump worked properly however they ran out of insulin and accidentally left their insulin pump in the car and left the keys in the trunk of the car. Customer advised the auto mode feature was active during serious injury. Customer's current blood glucose level was 324 mg/dl. Customer was advised to change out their entire infusion set, reservoir, insulin and treat their blood glucose via healthcare provider's instructions. The insulin pump will not be returned for analysis.